Manufacturer narrative:
The anesthesia control board and cables were replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a routine maintenance visit, a ge healthcare service representative noted the unit went into a system failure. There was no report of patient involvement.